Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was implanted. The valve was sized using computed tomography (CT) imaging. It was noted that the native aortic annulus had severe calcification. There was a moderate paravalvular leak observed via echocardiogram and fluoroscopy. A post-implant dilatation was performed with a 24mm non-abbott balloon. The valve was confirmed to still be in place after the procedure via echocardiogram. A trace paravalvular leak was present. After the procedure was finished and before transferring patient to recovery, it was discovered that the valve was no longer in place. The patient was x-rayed to check the aortic arch and had a CT scan to rule out aortic dissection. Physician believes he may have accidentally caused valve migration when removing pig tail catheter from left ventricle (lv) without the fluoroscopy. On (B)(6) 2022, a 26mm non-abbott valve was implanted within the navitor valve via valve-in-valve procedure. Patient is in stable condition.

Manufacturer narrative:
An event of moderate paravalvular leak and migration after post-implant balloon dilation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. One photo was received from the field which appeared to show two valves within the patient. The field also indicated that the physician believed that he may have accidentally caused valve embolization when removing the pig tail catheter from left ventricle without the fluoroscopy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined, but is consistent with the guidewire interacting with the valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was implanted using a large flexnav delivery system. The valve was sized using computed tomography (CT) imaging. It was noted that the native aortic annulus had severe calcification with annular dimensions of perimeter: 74mm, area:429, rca:14, lms:12, ava:0,4cm2, sov:29x 29x28. The final implant depth of the valve was 4mm in lcc, 5 mm in rca and ncc. There was a moderate paravalvular leak observed via echocardiogram and fluoroscopy. A post-implant dilatation was performed with a 24mm non-abbott balloon. The valve was confirmed to still be in place after the procedure via echocardiogram. A trace paravalvular leak was also present. After the procedure was finished and before transferring patient to recovery, it was discovered that the valve was no longer in place. The patient was x-rayed to check the aortic arch and had a CT scan to rule out aortic dissection. Physician believes that the cause of the valve migration was when removing the pig tail catheter from left ventricle (lv) without the fluoroscopy. On (B)(6) 2022, a 26mm non-abbott valve was implanted within the navitor valve via valve-in-valve procedure. Patient is in stable condition.